Event description:
It was reported that the intraocular lens (iol) was explanted from patient's left eye as the haptic was bent. The patient had torn zonules due to the issue. Vitrectomy was performed and an anterior chamber lens was placed as the replacement after enlarging the incision. The patient status was fair post-operation. No further information available.

Manufacturer narrative:
Patient weight: unknown, information not provided. Ethnicity: unknown, information not provided. The intraocular lens (iol) is not returning for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.